Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when the slide clamp was not in position. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond. No add'l info was provided.